Event description:
Per rptr, apparently, the donor blood and transport solution tested positive for pseudomonas aeruginosa, but after exposure to the antibiotic cocktail, the cocktail and co-processed tissue cultured negative, so the processor felt that the tissue was sterile and releasable. There were two recipients who received valves from this donor. Both, rptr believes were children. One child died within 1 day with conduit only. Details of this operation were sketchy, because the child received only the conduit portion of the implant, and not the valve, so the hosp did not want to divulge additional information. Since the death occurred so soon after implant, it is unlikely that pseudomonas could have been the cause, but it is not known. (See 1008026.)